Manufacturer narrative:
The reagent lot number is 778859. The expiration date was not provided. The field service engineer (fse) performed maintenance. He replaced the photometer lamp and cuvette. The investigation reviewed the calibration data since dec-2023. The jan-2024 calibration had errors; the other calibrations were within specifications. The investigation determined an issue with the reagent pack is unlikely. The investigation determined the event was consistent with an instrument-related issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ggt-2 gamma-glutamyltransferase ver.2 standardized against ifcc/szasz result from one patient sample tested on the cobas 6000 c501 module. The reporter stated that several results from a previous reagent pack had invalidating data flags. They then replaced the reagent pack and a questionable result was obtained. The initial result from the module was 45 u/l. The repeat result from another c501 module was 22 u/l.